Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for noise, elevated sensing integrity counter (sic), and elevated impedance on the right ventricular (rv) lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the partial lead was returned in segments and analyzed. Analysis of the lead revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.